Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the nurse stated that on an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced cloudy effluent, which resulted in peritonitis on an unknown date. The treatment was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient recovered from the peritonitis. The outcome of the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis and cloudy effluent were unrelated to dianeal and extraneal therapies. An opinion of causality was not provided for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h11098, h11g16016, and h11f17065 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.